Event description:
The customer reported the 2600 system intermittently would not accept cassettes and would not eject cassettes properly. No pt injury was reported.

Manufacturer narrative:
The service rep ordered parts and replaced the cable sensor pcb. He performed cassette sizing and film offset alignment. The system now operates as intended.